Event description:
It was reported by the facility that an ash split catheter had a crack in the hub and they were unable to do dialysis. The reporter wanted to know if there was a repair kit. Reporter was told that there was not a repair kit and that it was the recommendation of the MFR to replace the catheter. Reporter wanted to know if a quinton repair kit could be used. It was explained that quinton does not manufacture the ash split catheter and that there would be no validation or testing done to attest to its safety and efficacy with use with the ash split catheter.